Event description:
The customer reported scope communication error code e223 during an unspecified procedure involving an olympus gastrointestinal videoscope. The cause is currently unknown to the customer. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.